Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor unit had two broken connectors. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Since the subject device was not returned to legal manufacturer, the reported event could not be confirmed neither the condition of the device. Based on the results of the investigation from the information obtained, the issue could have occurred because lock lever of the connecting tube was broken by external stress, which unable to connect the tube. The user may have applied stress toward wrong direction which caused the external stress on the tube. Further information could not be obtained. As a result, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: chapter 5 inspection and preparation before use 5.7 inspecting the connecting tubes and leak test air tube before using the reprocessor, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors and leak test air tube connectors. There should be no bends or breaks in the pin of connecting tubes connector and leak test air tube connector. The tube should not be easy to disconnect once connected. Olympus will continue to monitor field performance for this device.